Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a bd alaris¿ pump module smartsite¿ infusion set, the flow is blocked. The following information was provided by the initial reporter: faulty bd alaris pump infusion set. The circle attachment is the wrong direction meaning fluids cannot flow down the line.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 26-jul-2022. H6: investigation summary: one 2420-0004 sample was received without packaging for investigation; however, the customer indicated the complaint sample was from lot 21076280. The feedback provided by the customer indicates no fluid was able to pass beyond the back check valve as it was assembled back to front. Analysis of the photograph provided by the customer in addition to a visual inspection of the returned sample, confirms the customer's experience as the back check valve had been assembled inversely . The details of this feedback were forwarded to the manufacturing site for investigation. They confirmed that the customer's experience is likely to have occurred as a result of human error during the assembly process, whereby the back check valve was inadvertently assembled back to front onto the tubing. A review of the production records for lot 21076280 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. H3 other text : see h10.

Event description:
It was reported that while using a bd alaris¿ pump module smartsite¿ infusion set, the flow is blocked. The following information was provided by the initial reporter: faulty bd alaris pump infusion set. The circle attachment is the wrong direction meaning fluids cannot flow down the line.